Manufacturer narrative:
Correction: this is not MDR reportable. This was not a becton dickinson product. This complaint will be canceled.

Event description:
It was reported that unspecified bd¿ tubing had flow issues and was occluded. The following information was provided by the initial reporter: it was reported that the pump alarms occlusion due to the high pressure with infusions. It was reported that blood was visibly not going into the piv extension set and into the patient. 1. We've run into several pressure issues where the pumps alarm occlusion due to high pressure with bolus infusions (both the 1ml and 3ml syringes). We were able to change the pump pressure to the less sensitive option which allowed us to continue the medication infusions. 2. Blood products: rn attempted to transfuse blood product and even though the pump was registering that a specific amount was being delivered, the blood was visibly not going into the piv extension set and into the patient. They switched out pumps and same issue happened. They ended up having to prime a few times to get the blood through the piv extension set to the patient and once that happened, the pump read occlusion on off and on for the first 10 minutes of the infusion. Aer that the transfusion infused for 4 hours without issues.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had flow issues and was occluded. The following information was provided by the initial reporter: it was reported that the pump alarms occlusion due to the high pressure with infusions. It was reported that blood was visibly not going into the piv extension set and into the patient. We've run into several pressure issues where the pumps alarm occlusion due to high pressure with bolus infusions (both the 1ml and 3ml syringes). We were able to change the pump pressure to the less sensitive option which allowed us to continue the medication infusions. Blood products: rn attempted to transfuse blood product and even though the pump was registering that a specific amount was being delivered, the blood was visibly not going into the piv extension set and into the patient. They switched out pumps and same issue happened. They ended up having to prime a few times to get the blood through the piv extension set to the patient and once that happened, the pump read occlusion on off and on for the first 10 minutes of the infusion. Aer that the transfusion infused for 4 hours without issues.